Event description:
It was reported that the pulse generator gave a vibratory alert for a high pacing lead impedance on the atrial lead. When the patient presented in clinic, impedance values were in range. Repeated measurements showed consistent and acceptable impedance values.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.